Event description:
Femur broke: the event was noticed by the pt at home, 9 days after the surgery.

Manufacturer narrative:
Document review: amistem h femoral stem size 3 - (B)(4). Document review was carried out on the lot 111866 (60 pieces produced): all parameters were found to be conforming to specifications valid at the time of mfg. The washing cycle for metal components were run according to specifications and no alarm or deviation occurred during operation. The sterilization cycle was performed according to specifications valid at the time of production. The 47 stems belonging to this lot have been already implanted and no incidents have been reported up to now. We requested the x-rays post-operative, but we got only the x-rays pre-revision and post-revision, both of the (B)(6) 2011. With these x-rays, the fracture was confirmed and, after an analysis was performed by an expert medical consultant contacted by medacta, it is highly likely that the surgeon improperly positioned the stem - stem too much in anteversion - and this mistake probably led to the fracture. On the basis of the data collected, a device involvement is highly unlikely.